Event description:
The patient was having multiple seromas. The patient was reaching up high for something and felt a "pull." An x-ray was done which showed the pump positioned sideways. A pump replacement was done to fix the postioning of the pump; a new pump was implanted at this time to save from another surgery occurring in a year (when the battery would be end-of-life.) The office has not seen this patient since the replacement. A follow up report will be sent when additional information is received.